Event description:
A medtronic representative reported that a solera 5.5 tap was returned to the manufacturer clogged with bone. There was no patient present.

Event description:
No patient was present at the time of alleged malfunction. A medtronic representative reported that a solera 5.5 tap was returned to the manufacturer clogged with bone.

Manufacturer narrative:
No patient information as no patient was involved in this concern. RMA issued. Medtronic investigation finds that, as reported, the tap is blocked with boney material. Replacement part shipped (B)(4) 2012.

Manufacturer narrative:
Correction to description of event.